Event description:
The pump was used to deliver baclofen. The following information was previously reported in MFR report # 3004209178-2013-10953, and any additional information received will continue to be reported in this MFR report: a representative later reported the patient presented to the hospital on (B)(6) 2013 with an infection. The wound dehisced and the pump had become contaminated. The patient was on an aggressive step down of 100 mcg/ml per day until the pump could be explanted. The patient was to be under hospital care until it was resolved. A representative later reported the patient¿s pump was explanted on (B)(6) 2013 as minimum rate was enabled the day prior to the report. The patient had a week long aggressive step down in baclofen of approximately 100 mcg/day until minimum rate was achieved. The pump pocket had become infected and was eroding through.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69914, implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).